Event description:
A healthcare facility in washington has reported that a new rd065 neopuff spare manometer kit has failed the manometer performance testing during installation on a rd900aeu neopuff infant resuscitator. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Method: the subject rd065 neopuff spare manometer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of our product. Results: the customer reported that the rd065 neopuff spare manometer kit has failed the manometer performance testing during installation on a rd900aeu neopuff infant resuscitator. Conclusion: we are unable to determine the exact cause of the reported fault. G4: rd065 is the spare manometer for rd900 neopuff and the 510(k) for the neopuff is k971695.